Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported that the screen displayed "system needs service" message. The user shut the system off and back on again and it worked fine. There were no reported adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.